Event description:
The customer reported in a revision procedure this right ventricular lead was surgically abandoned (capped) and replaced by a new lead. This lead exhibited non-capture at maximum outputs, no sensing and an impedance measurement of 200 ohms. No adverse pt effects were reported. The lead was actively implanted for approximately 7 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped with no adverse pt effects reported), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.